Event description:
Scanner aborted scan during acquisition and then moved sfov unexpectedly causing two repeats to be done on the patient. This happened again and biomed has been notified, however, the part is back ordered and cannot be fixed at the moment.